Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used or recharged her ipg in approximately one year, due to her stimulation was in the incorrect location which caused her discomfort (reference MFR. Report #: 1627487-2015-23448). Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced.